Event description:
The customer reported the display is not working. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a third party engineer and the issue was verified. The display was found to be defective. The device remains at the customer site.